Event description:
It was reported that the pulse generator exhibited backup vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to the device battery voltage dropping below end of life (eol) level. This was due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.